Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that with the first use of the large hem-o-lok clip applier, the jaws wouldn't close together to clip. During the second attempt, the universal surgical manipulator (usm) started flashing and was stuck. The gray squares on both sides of the instrument were stuck. The customer had to pull the usm out and pry off with a kelly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issues noted. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experienced the clip applier jaws remaining static/ not moving when the surgeon commanded movement. The issue was related to an unsuccessful clip application. Medium-large clips were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The instrument failed on the first use and on the second try with failure on both. A new clip applier was used to resolve the issue. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.